Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), 3-way temp sensing catheter with attached drainage bag. Visual inspection of the sample noted the balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. With the syringe attach the balloon deflated passively with no cuffing or leaks noted. Also, the drainage lumen was flushed with methyl blue solution and there were no leaks observed. The date code on the sample port connector was verified to be f. This does meet specification which states "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe". No root cause could be found because the reported event was unconfirmed. A device history record review was not required as the investigation was unconfirmed. As the reported event is unconfirmed a labeling review is not required. The actual/suspected device was inspected.

Event description:
It was reported that there were multiple reports of temperature sensing foleys were leaking after insertion(different patients). It was also reported that the foley was leaking urine around the foley device as well as through the foley tubing. It was stated that balloon was fully inflated. It was reported that when the leakage did not stop, staff removed the temperature sensing foley and placed a standard foley without any further leakage or issue.

Event description:
It was reported that there were multiple reports of temperature sensing foleys were leaking after insertion(different patients). It was also reported that the foley was leaking urine around the foley device as well as through the foley tubing. It was stated that balloon was fully inflated. It was reported that when the leakage did not stop, staff removed the temperature sensing foley and placed a standard foley without any further leakage or issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.